Manufacturer narrative:
Investigation into this event showed that qc results were within acceptable limits, and no analyzer malfunctions were noted. After respinning the sample, results yielded were consistent with the expected result. The root cause of the event is user error due to poor sample preparation.

Event description:
A customer observed a false positive ahbc result for a pt sample tested on the eci analyzer. The result did not agree with previous results from the same pt. Upon thawing, the earlier sample, a false positive result was obtained. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.